Manufacturer narrative:
A comprehensive device history record review was performed for this product batch and did not result in any abnormal findings related to the manufacturing process. Sirtex has learned that the subject was in fact discharged on (B)(6) 2025. Prescribed medication (prednisone) is still on going and with the anticipated end date of (B)(6) 2025.

Event description:
Doorway90 clinical study serious adverse event of radiation pneumonia (grade 3) leading to persistent or significant disability/incapacity considered by administrating physician to be probably related to the sir-spheres implant procedure. On 05may2025, research staff were reviewing the subject's medical records and the subject was admitted into the hospital on (B)(6) 2025 for atypical pneumonia per her emr. Research staff called and spoke with the patient the same day (B)(6) 2025). The subject shared that they were experiencing shortness of breath for a while but had been attributing it to their atrial fibrillation. The subject was admitted to an outside hospital local to their area. The subject was diagnosed with radiation pneumonia in the lungs. The subject was hospitalized for 14 days but expressed that they were feeling better and may get discharged that day (B)(6) 2025). The subject was prescribed prednisone (60 mg). Relatedness of the adverse event to the sirt mapping/planning procedure: not related. Relatedness of the adverse event to the sirt implant procedure: probably. Relatedness of the adverse event to the study device: definitely.